Event description:
Type of procedure: lar. According to the reporter: after the dst ta 60-4.8 fired in the rectum, the staples were malformed and caused rectum stump leakage. Another stapler of the same model was used to resolve the issue. There was no report of further complication.

Manufacturer narrative:
.